Event description:
It was reported that a patient experienced a breach in aseptic technique during the initial drain of peritoneal dialysis therapy. The patient stated that the transfer set became disconnected, and the patient reconnected it. The technical service representative explained that the patient would need to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.